Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the reducer to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The reducer was found to have a tear on the blue rubber duckbill. The torn piece was missing and was not returned with the reducer. Common causes may be attributed to damage during various handling points, including manufacturing, installation, or use. Root cause was not established. Additional observation(s) not reported by site: the reducer exhibits scratch marks on the top surface of the reducer. There was no material missing. This failure is likely caused by instruments scratching the surface of the reducer upon insertion or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the valve was damaged (chipped) on a reducer. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the tears/torn reducer and the and the torn piece are attributed to damage during various handling points, including manufacturing, installation, or use. The probable root cause of the scratch marks is attributed to the instruments scratching the surface of the reducer upon insertion or removal.